Manufacturer narrative:
The customer reported that their AED is prompting a battery replace now warning. Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED is prompting a battery replace now warning. They reported that this did not occur during patient use.